Event description:
During a service event, it was reported that the field service engineer tested several cables and discovered some that were not functioning. The customer did not report any patient/user involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During a service event, the field service engineer discovered that the ECG had failed. The customer did not report any patient/user involvement.